Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. H10: narrative/data was updated. A impl twist mp-1 3.75 mm 1 0 mm (1989) was returned for investigation. Visual inspection of the as returned product identified implant with the transfer mount attached. No damage was identified. Functional testing was performed for the returned products identified that there is no malfunction as the components disengaged as intended. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. DHR review was completed for the subject lot number (2020100194). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020100194) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number: k943604. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Doctor reported that the implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. Tooth site #30.